Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed when the needle plunger was removed after deployment with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as a suture retrieval issue. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.